Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy a35 (android 15) with mmt1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. From the analytic logs we only see failed to get compatibility status from new mobile approved configurations: :null , this display if the application needs to download the approved mobile configurations list in order to continue, and there is no internet connection, or the approved mobile configurations list cannot be successfully downloaded from the server. Issue is confirmed to assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: please check this as well as make sure that developer options are turned off and then reinstall app and restart device helpline confirmed that patient called back to inform that the no internet connection he called was resolved. Just forgot to switch back the internet on . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a no internet connection issue message when pairing the pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed for no internet connection issue and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated and later resolved , but issue resolution for communication issue is unknown. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.